Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported continuing to get rewind and the insulin pump is in a loop. The customer reported this happening while trying to change insulin. No other details were given. The insulin pump is expected to be returned for analysis.